Event description:
Pt called lifescan in june 2002 to report an incident related to their one touch profile meter. Pt alleged that due to the meter display missing segments they misinterpreted their morning reading in 2002 and became hospitilized. Five days after the pt's call, medical affairs specialist called the pt and got the following info: on the morning of the event, customer allegedly tested on their ot profile meter and got a fasting reading of 111 mg/dl. Based on that reading and the physician guidelines, the pt did not take their morning insulin. Around noon the pt stated they had blurred vision and numb hands. The pt's family members drove them to hosp. Hosp lab's blood glucose reading was 681 mg/dl. Hosp staff allegedly told the pt they had high values of blood glucose for a while. Customer was treated with insulin, IV and was admitted. Pt was released from hosp 8 days later. The hosp staff asked for the pt's meter on the release day and once they looked at it they noticed the display is missing segments. Customer reported during hospitalization they also had slight chest pain, but the examinations did not detect any findings in that regard. Customer stated their blood pressure is usually low, with the systolic in "60-70's" and diastolic pressure in "50-60's". Customer does not take any medication for these conditions. Customer stated their readings prior to the incident have been in "200's and 300's". Customer has received the new meter and after incident their blood glucose readings are below "200's". Examples are 181 mg/dl and 151 mg/dl. Customer bases their medications on meter reading. Treatment has not been changed after the incident.